Event description:
Information received from the field notes that the device could not be interrogated. Magnet placement did not show any capture or ECG spikes. An unsuccessful attempt was made with a second programmer. The patient was asymptomatic and in sinus between 80 bpm and 85 bpm and declined device replacement.